Manufacturer narrative:
Sex: unk, weight: unk, ethnicity: unk , race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -05.50/+2.0/155 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2022. The reporter indicated the lens had rotated and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
UDI# - (B)(4). Claim# (B)(4).

Manufacturer narrative:
B5 update - the lens was exchanged for a for a new lens of different power on (B)(6) 2022 due to the patient experiencing a refractive surprise and blurred vision. This resolved the problem. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -05.50/+2.0/155 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2022. The lens was removed and replaced for a new lens on (B)(6) 2022 due to the patient experienced a refractive surprise and blurred vision. Additional information has been requested but none has been forthcoming. Claim # (B)(4).